Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t14133n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. Manufacturing batch records for lot t14133n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency, and no corrective action is required.

Event description:
Event occurred in the united states of america. Customer reported discrepant high triage cardiac tni against abbott architecht tni (B)(6) 2023: disrepant high tni for 1 patient on triage vs abbott architect. Triage cardiac t14133 tni: @17:52- 0.08ng/ml. @18:30- 0.13ng/ml. Architect tni (1st was drawn one hour after 2nd triage test): @ ~19:30- 3x negative results. Customer noted that patient has renal insufficiency which should affect ck-mb but not directly affect troponin according to the official product insert. Customer symptoms: nausea, chest pain, lightheadedness, fatigue. Diagnosis: none provided. Cutoffs: triage tni: normal <0.04, abbott architect tni cutoff: 0.01ng/ml to 440ng/ml.